Manufacturer narrative:
Additional information a2, b5, d10, h6 and h10: a2: adult patient. B5: additional information was received from the reporter stating the patient was treated with intravenous (IV) infusion therapy of magnesium solution programmed with a volume-to-be-infused (vtbi) of 50ml, and flow-rate of 25 ml/hr at a dose of 1g/hr. H10: a service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had infused too quickly during therapy. It was stated that the patient experienced a headache after the infusion.